Event description:
Reporter alleged that patient's device is not delivering the insulin basal rate. Reporter stated that pt has experienced high blood glucose levels (in the 300's [mg/dl]) throughout the day and night for the last two weeks. Pt also tested positive for moderate ketones with an at-home test. Pt has switched to insulin injections.